Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the helix ultimately did disengage however then the lead tip would not. After the impedance was re-measured, the high measurement was resolved.

Manufacturer narrative:
Corrected data: 4076-45 lead implanted (B)(6) 2014, 310c29 tissue valve implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead pacing impedance was high with distal tip measurements. The physician attempted to remove the lead however the helix would not disengage so the physician re-measured the impedances and elected to use the lead. The lead remains in use. No patient complications have been reported as a result of this event.